Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the patient felt a vibratory alert, the device was found to be in backup vvi mode. The backup was thought to be caused by the remote transmitter. A firmware download was successfully performed and the device function was restored to normal.